Event description:
The customer reported to customer service that when unplugging the power supply, the case cracked. Customer stated the power supply was not dropped or damaged in anyway prior to falling apart.

Manufacturer narrative:
A replacement power cord was sent to the customer. In f/u the customer indicated there are two cracks near the corners of her seven week old power supply. The customer also stated the back of the power supply now comes off. Customer stated there was no spark, fire/flame, or smoke. Customer also stated no injuries were sustained as a result of the issue. The product involved in the complaint was not returned for eval/investigation. Therefore, no conclusions can be made as to the cause of the event. This type of failure is typically associated with dropping the unit onto a hard surface or other type of severe impact. The original design testing involved dropping the unit from a 1.0 m height per ul2601-1 2nd edition. Production samples were dropped three to five times from a height of 1.0 m and the housings showed damage and cracking (only after at least three drops). This product was released as a result of CAPA (B)(4), which was initiated for pump in style transformer overheating/melting issues for which a field action safety notification was initiated on 04/04/2011. Complaints against this product are currently being investigated in order to determine root cause and will continue to be monitored. Should additional info or the original product be received, resulting in new, changed, or corrected info, a f/u report will be filed at that time.